Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were issues with the memory in the background and that everything had been cleared out allowing things to function and communicate properly again. A technical support specialist assisted and confirmed the functionality of the device and server. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower encountered a server problem that resulted in significantly slow loading times or complete timeouts. The customer stated that there was a delay in orders crossing over to pyxis dispensing machines. There were no adverse events or injuries reported based on this event.